Manufacturer narrative:
There is no allegation of device malfunction. The device was discarded at the hospital and is not available for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Patient stated that he is currently in the hospital. He stated that his sister found him passed out on (B)(6) 2018 and had to be admitted to the hospital with a blood glucose reading of 800. The patient stated that his blood glucose is usually around 150. The v-go 20 device that the patient was wearing was removed and disposed of. The patient could not provide product lot numbers or expiration dates. He is expecting to be staying there for at least another 1 - 2 weeks. No further information was provided.

Manufacturer narrative:
Initial reporter, health care professional -no, non health care professional', follow up 1, correction.